Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced an infection. Per the reporter, the implant was removed within the same month that it was implanted in 2005. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.